Event description:
It was reported that the haptic of the aq5010v three piece silicone lens, kinked during insertion. The lens was removed without any patient injury. The reporter indicated the event was due to a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned lens showed both the haptics and more than half of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).